Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 500 mg/dl with moderate ketones, polydipsia and polyuria associated with a motor issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the there was a piston noise during the load step. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a motor issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: multiple rewind, load cartridge and prime steps were performed successfully with no ¿piston noise during load¿ or other abnormal noises duplicated. There were no motor alarms observed in alarm history. Several loss of prime events with a low non-zero force leading to delivery interruptions were observed in the black box. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There was no delivery interruption or errors, alarms or warnings during the investigation. The pump cover was removed and no evidence of contamination or loose components were found. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.